Event description:
Stent (taxus express 2 monorail) placed in the pt in 2004. Discharged and returned to the ed the same day with "chest burning." Full arrest with paddle defibrilation for v-fib 4 times. Brought to the cath lab. After imaging noted total occlusion. Able to restore flow with balloon angioplasty. Pt transferred to regular med/surg floor 13 days later and doing well.